Event description:
It was reported that the lead perforated during implant in 2006. The lead was explanted and replaced several days later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.